Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for low flow alarms on (B)(6) 2021. At the time of the alarm, the flow was down to 0.8 liters per minute (lpm), the patient was asymptomatic and there was concern of possible thrombus ingestion or an outflow graft twist. The event log from (B)(6) 2021 showed low flow events at 7:56 a.m. The flows remained steady and in the range of 3-4 lpm and then dropped below 2.0 lpm, with the lowest flow reaching 0.5 lpm. These events occurred until 10:48 a.m. From that point on, the flow continued to fluctuate in the 2.5 lpm range. The patient had an echocardiogram (echo) performed to check on the flow through the ventricular assist device (vad). The echo showed inability to increase calculated flows even with speeds as great as 8000 rpms. On (B)(6) 2021, the patient was confirmed to have an outflow graft obstruction and a review of the log files determined low flow events on (B)(6) 2021, with no further alarms. On (B)(6) 2021 another logfile review showed low flow events at 9:20 a.m. Where the flow was at 2.3 lpm and continued throughout the afternoon, in which the flow dropped below the 2.0 lpm mark starting at 12:54 p.m. It was also noted that this patient was implanted prior to the release of the graft clip option. No thrombus was noted. The patient remained very closely monitored for end organ compromise and remains listed status ii for heart transplant. The patient is stable and labs are mostly unremarkable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had started to slowly bleed around the area of obstruction. There was concern that the patient was bleeding from the outflow graft so they were listed for transplant. The patient underwent a heart transplant on (B)(6) 2021. It was reported that the surgeon found a small hole in the outflow graft after the transplant was performed. An investigation of the explanted pump was requested.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , revealed evidence of a separation of the outflow graft bend relief from the outflow graft attachment that appeared to have been present during support. Additionally, a crease was observed down the length of the outflow graft with tissue present between it and the bend relief. Tears were observed in the outflow graft, likely due to abrasion against the bend relief hardware during support. The root cause of the bleeding from the outflow graft was determined to be due to damaged caused by the bend relief being disconnected during support. The vad coordinator reported that the patient had an outflow graft obstruction and then started to slowly bleed around the area of the obstruction. The patient was listed for transplant. The surgeon documented finding a small hole in the outflow graft after the transplant. The patient underwent a heart transplant on (B)(6) 2021, and (B)(6) was received by abbott for evaluation on 18oct2021. (B)(6) was returned with the pump cable severed approximately 7.5¿ from the pump housing. The distal portion of the pump cable and modular cable were returned connected to each other. The pump was returned with the outflow graft attached to the pump cover outlet port; however, the outflow graft bend relief was not engaged with the graft attachment. The outflow graft bend relief was in place approximately 1¿ distally down the length of the outflow graft. The apical cuff was returned with the cuff lock engaged. Upon disassembly of the returned pump, examination of the proximal side of the inlet extension revealed a thin layer of tissue surrounding the opening. The tissue was strongly adhered and did not appear to obstruct the flow of blood. Additionally, examination of the sealed outflow graft revealed tissue present in a crease in the outflow graft, between the graft and the bend relief. The sealed outflow graft was removed and cut open, and examination of the cross section revealed a crease down the length of the outflow graft. An accumulation of tissue ingrowth appeared to be covering the kink between the outflow graft and bend relief. Examination of the outflow graft revealed evidence of a separation of the outflow graft bend relief from the outflow graft attachment that appeared to have been present during support. Further examination of the outflow graft revealed two tears in the graft in the area that was not protected by the bend relief, likely due to abrasion against the bend relief hardware. Examination of the bend relief hardware revealed several scratches that appeared to come from the bend relief hardware not being fully engaged into the graft attachment. Examination of the remaining pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The device was cleaned, rebuilt, and functionally tested under load conditions. The pump was connected to and operated on an hm3 functional tester. The device operated as intended and the retrieved data revealed normal pump power consumption and flow estimation that was within manufacturing specifications. The submitted CT of the sealed outflow graft appeared unremarkable. The submitted log files captured intermittent strings of low flow events on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. The flow dropped below 1.0 lpm several times during these events, reaching as low as 0.1 lpm on (B)(6) 2021. No other atypical events were captured. Based on complaint history and similarly reported events, the data captured in the log files is potentially consistent with an obstruction of the outflow graft, which was confirmed in the evaluation of (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 26feb2018. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline"), and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." No further information was provided. The manufacturer is closing the file on this event.